Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was scratched and intermittent occlusions occurred. Customer declined troubleshooting with tandem technical support. There was no impact to customer's blood glucose level.